Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported there was no reason for it shutting off. Patient reported the instrument is now ok after working with it. Patient stated that they realize sometimes they have it turned up to high where it is uncomfortable. However patient expressed they know better now and all seems well. Patient stated they removed and reinserted battery and worked with a rep and now no more problem. Patient stated they just didn¿t understand previously. All is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient turned down stimulation level, removed and replaced the battery to reset the system and so far so good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that the therapy was turning off by itself. The patient reported that for the last couple of weeks and this morning, once in a while he would have the ins on and all of a sudden, he ¿felt deflation¿ and stimulation went off and after a whole stimulation came back on and he knew how it felt when it was on and off. The patient also reported that the stimulation was unbearable and asked how to turn the implant off when the controller was locked up. The patient reported that they told him to keep turning stimulation up if he was in pain, but the stimulation was unbearable if he turned it up too high. The patient reported that this past week he couldn¿t walk because the pain was bad, but he couldn¿t go any higher than 3 because the stimulation was unbearable, so he took care of that problem by decreasing stimulation. No further complications were reported.